Manufacturer narrative:
Evaluation summary: it was caused due to an excess force on the ccd cable while angluation. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
Before using the test, there was noise (blackout) in the image. (Full down angle if you apply the right angle in the state, noise will occur) when tilted it in the down angle direction and at the same time tilted it in the right direction, noise occurred (the screen may not be displayed). In addition, since defects were confirmed in the pre-use inspection, no health damage has occurred to patients or healthcare professionals.